Event description:
While performing cysto with turbt, 3 pieces ceramic/plastic aspect of storz resectoscope/sheath broke off inside patient's bladder. All 3 pieces retrieved with irrigation. Meticulous examination of bladder showed no additional pieces.